Event description:
It was reported that during implant procedure that there was blood in the header. The device was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant attempt, there was blood in the header. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, on visual inspection, damage to the grommet was noted as well as foreign material (blood/body fluid) in the connector and setscrew.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, on visual inspection, damage to the grommet was noted as well as foreign material (blood/body fluid) in the connector and setscrew.